Manufacturer narrative:
Device was reported by the user for a separate patient use case and reported on pr 5947357 with MDR #3030677-2016-02458.

Manufacturer narrative:
UDI #: n/a.

Event description:
The user is questioning the presence of an artifact during a patient use event. The patient outcome is unknown.